Event description:
It was reported that an asymptomatic patient presented for a routine follow up, upon interrogation there were multiple asystolic events. The implantable cardiac monitor exhibited undersensing. The patient may have varied r wave amplitude, so they decreased the dynamic range. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.